Manufacturer narrative:
This report is based on information provided by a philips call center personnel and field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 defibrillator indicating that the ECG reading is unobtainable. The event was outside of use and there was no reported patient nor user harm. Available details indicate that the ECG reading is unobtainable. It was determined onsite evaluation is needed to further diagnose the issue. The device was evaluated onsite and tested using simulators, there were no issues. Functional tests and operational checks were performed, there were no issues nor errors. There was no problem nor fault found. The device is fully functional, returned to use and remains at the customer site. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 device is not measuring ECG. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.